Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of damage to the keypad found during the investigation; the keypad was found to be responsive and button spring back was normal. A review of the bolus history shows 10 boluses between 08:54 and 15:07 on (B)(6) 2011 totaling 8.95u. There were no alarms related to the complaint in the pump history. There was one no cartridge detected warning. The pump passed force sensor calibration testing. The pump was exercised for 24 hours with no unprogrammed boluses. The pump was opened and evaluated and the force sensor pins and led display were intact.

Event description:
This complaint is being reported as a malfunction due to the alleged incorrect bolus history. Reportedly, the patient did not bolus with any insulin via the animas pump since lunch time; however, the reporter found 8 boluses that the patient did not administer. There was no reported patient impact associated with this complaint. During troubleshooting, the reported issue was not resolved with training. The animas representative noted the following: 5.85 units of insulin were delivered between the hours of 8:54 am and 3:07 am. The patient was advised to go on the backup plan until animas replacement products arrive.